Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, delamination of the diapherm flange disk and broken fill channel. Leak test and microscopic analysis was performed which identified: delamination of the diapherm flange disk and opening crack on valve seat diaphragm valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination total of the valve (adhesive failure).

Event description:
Device has been explanted and replaced.